Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a leaking balloon. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse arrived on site to find iabp console slightly disconnected from the cart and the external helium tank empty. The console was reengaged and a new helium tank was installed. The iabp was exercised on a patient simulator with a test catheter without failure. The pneumatic module leak test was passed. The fault logs recorded multiple "gas loss in iab circuit". The fse completed the pm performed with full calibration. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Addition customer contact phone: (B)(6).